Event description:
Suture breakage post op. Customer reports that suture broke approximately 1 week following c-section. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.